Manufacturer narrative:
The in.pact pacific balloon was been used to the right superficial femoral artery. The lesion exhibited 70% stenosis, no tortuosity and smooth calcification. The lesion was pre-dilated. No abnormalities were observed during device inspection and preparation prior to use. Once the drug coated balloon was inflated to 12 atm, it had a mark like a ring in the middle of its body which did not coincide with the severity of the lesion. This was performed 3 times to ensure the resistance was not generated by the lesion image review the images showed the advancing of the guide wire to the right femoral superficial artery and the balloon twisted during the inflation. Evaluation summary a visual inspection was carried out on the device and a twist was detected closed to the middle of the balloon. The tactile inspection did not report any other abnormalities on the device. A 0.018¿ guide wire was advanced through the device length, from the tip to the hub. A modest resistance was encountered during this procedure, in correspondence of the twist, nevertheless the test passed. During the analysis, negative pressure was applied in the device with a manometric syringe: the test passed since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. - 2 bar: the balloon showed wrinkles and a change in the profile in correspondence of the former twisted point. - 7 bar: a twist was detected on the guide wire lumen in correspondence of the former twisted point. - 14 bar: the balloon is fully inflated and, at this pressure, the wrinkles are no longer visible. The twist on the guide wire lumen was clearly detected, in correspondence of the former twisted point on the balloon. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific paclitaxel eluting pta balloon catheter. Once the drug coated balloon was inflated, it had a mark like a ring in the middle of its body. The angioplasty was finished using another balloon. No clinical sequelae reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions